Event description:
The ventilator went vent inop, and alarmed while being prepared for use. There was no patient involvement. The respironics service technician was unable to to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.